Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic procedure the resection sheaths plastic part detached from the sheath. There was a 10-minute delay to the procedure with the patient under general anesthesia. The procedure was completed using the same device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3,h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the damage, it is likely that the damage was thermally and mechanically induced. The components of the proximal mechanical interface were rusted. Olympus will continue to monitor field performance for this device.